Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets failed due to the back main drawer ejecting cubies. A field service engineer replaced the drawer control board and power management controller (pmc) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple pockets failed. The customer stated that the malfunction occurred while the dispensing of medication workflow. There were no adverse events or injuries reported based on this event.